Event description:
It was reported that a revision surgery was planned to be performed using the blueprint planning feature. The patient was to be revised due to glenoid wear.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Please disregard MFR report 0001649390-2024-00699. The patient was revised due to glenoid wear, which was not related to the device in question, and thus this event does not meet the requirements of reportability.

Event description:
It was reported that a revision surgery was planned to be performed using the blueprint planning feature. The patient was to be revised due to glenoid wear.